Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported introducer needle hard to remove which was inserted 6mm in the abdomen. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.